Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose around 500 mg/dl. Customer also reported a bent cannula on infusion set. The customer stated that the infusion sets were not working. Customer stated that her insulin pump was not alarming no delivery. Customer treated high blood glucose with manual injection and declined troubleshooting. The insulin pump will not be returned for analysis.